Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that 4.5 years post implantation, a patient presented with hip pain and difficulty ambulating. CT and MRI showed patient had periprosthetic acetabular fracture, non-traumatic of the r hip, involving both columns. The cup was unchanged in position. Patient was treated conservatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of MRI report received. Impression of the MRI results, transverse fracture of right acetabulum deep to the prosthesis. Left sacral alar insufficiency fracture as well as a stress response in right inferior pubic ramus. (History of l4 to s1 fusion w/hardware). No masses or fluid collections noted. Low level edema adjacent to left greater trochanter, indicating possible mild gluteal tendinosis or bursal inflammation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.